Event description:
A (B)(6) male pt called zoll customer support to report his monitor will not power on further than the splash screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (monitor resets) is under investigation. A supplemental analysis will be sent upon completion of root cause analysis. No adverse event resulted from the monitor resets. The pt received a replacement monitor.